Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella 2.5 pump inserted in an unknown insertion for an unknown indication. It was reported that the patient developed hemolysis during impella support. Lowering axillary level did not improve the issue. Dialysis was introduced due to deterioration of renal function; however, it is unknown whether renal function deteriorated due to hemolysis using impella or whether the patient developed renal failure due to heart failure. The patient was also administered paptoglobulin. No further information was provided.